Event description:
The customer's mother reported that she came home one day and found her son on the floor. The customer was experiencing an insulin seizure and his face was blue. The mother called the paramedics, and the customer was taken to the emergency room. The mother checked the insulin pump, and found that the sensor glucose readings were off by 40-50 points. The mother mentioned that she was considering filing a lawsuit. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.